Manufacturer narrative:
The insulin pump passed the displacement test, rewind, and basic occlusion test. No motor error alarm was noted during testing. The unit was unable to prime during the prime test due to a faulty force sensor resistor (gold). No excessive no delivery alarm was noted during testing. The motor was tested outside of the device and passed. It was not possible to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. The following cosmetic damage was also found on the pump: cracked reservoir tube lip, minor scratches on the display window, cracked battery tube threads, cracked reversion tube, cracked belt clip slot, and missing end cap sticker.

Event description:
Customer reported via phone call that her insulin pump alarmed with a motor error while trying to prime the pump. The patient's blood glucose at the time of incident is unknown. The customer does not recall any significant events leading to the motor error issues, but states that she wore her pump during a mammogram. Troubleshooting was initiated for the motor error alarm; the alarm was cleared and the customer was able to rewind the pump. Troubleshooting was also initiated for a no delivery alarm, and that issue was successfully addressed; the customer replaced the infusion set and reservoir and was able to get insulin to exit the tubing. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction due to the motor error alarm. The insulin pump was returned for analysis and a replacement device was shipped to the customer.